Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterine ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/left essure device protruding through fallopian tube') and genital haemorrhage ('bleeding/excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, cystoscopy and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), back pain ("back pain"), abdominal distension ("bloating "), abdominal pain upper ("abdominal gastric pain") and depression ("depression"). The patient was treated with surgery (da vinci laparoscopic bilateral salpingectomy with removal of essure devices. And uterine ablation). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, back pain, abdominal distension, abdominal pain upper and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, depression, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : bleeding. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received: previously reported event 'perforation nos' was updated with ' left essure device protruding through fallopian tube'. Medical history, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterine ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/left essure device protruding through fallopian tube') and genital haemorrhage ('bleeding/excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, cystoscopy and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), back pain ("back pain"), abdominal distension ("bloating "), abdominal pain upper ("abdominal gastric pain") and depression ("depression"). The patient was treated with surgery (da vinci laparoscopic bilateral salpingectomy with removal of essure devices. And uterine ablation). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, back pain, abdominal distension, abdominal pain upper and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, depression, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : bleeding. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation') and genital haemorrhage ('bleeding/excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), back pain ("back pain"), abdominal distension ("bloating "), abdominal pain upper ("abdominal gastric pain") and depression ("depression"). The patient was treated with surgery (surgery to remove implant device and uterine ablation). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, genital haemorrhage, pelvic pain, back pain, abdominal distension, abdominal pain upper and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, depression, genital haemorrhage, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events: migration / perforation, pelvic pain, back pain, bloating, abdominal gastric pain, depression added. Essure insertion and removal date added. Essure removal surgery added. Device removal was updated to yes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.